Event description:
On 15th october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 124258443 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been reported against rayone aspheric rao600c batch 124258443. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was placed in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and was found to be torn at the edge of the optic. Although it was confirmed that lens optic was damaged it is not possible to establish if the cut was present while in the patient's eye or rather occurred as an artifact of an explantation procedure. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were visible traces of ovd residue inside the cartridge chamber. Following this, the injector was re-assembled, and 1x rayone aspheric +20.00 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was unsuccessful, lens became jammed. Due to the state of the injector at this stage no further testing was possible. Product return inspection performed couldn't confirm the event as reported. Although it was confirmed that lens optic was damaged it is not possible to establish if the cut was present while in the patient's eye or rather occurred as an artifact of an explantation procedure.

Event description:
On 15th october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch: 124258443 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been reported against rayone aspheric rao600c batch: 124258443. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.